Manufacturer narrative:
It was reported that the patient was experiencing power witching events. Review of (B)(4) manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of (B)(4) log files revealed several premature switching events.  (B)(4) triggered these events. These premature switching events are most likely due to momentary disconnections between battery and controller. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Analysis of (B)(4) revealed that the device passed visual examination and functional testing. Analysis of (B)(4) could not be performed since the devices were not returned for evaluation after several attempts to retrieve the units.   (B)(4) is being investigated under a different MFR number ((B)(4)). (B)(4) - MFR number-2015-10-12, exp date-2016-10-31, (B)(4). (B)(4) - MFR number-2016-02-11, exp date-2017-02-28, (B)(4). (B)(4) - MFR number-unk, exp date- 2017-02-08, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional info was received indicating that customer exchanged all devices involved in power switching. These included some devices that were not previously added to the complaint. The new devices added to the complaint are the following: (B)(4). Additional system component being reported for this event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
"Please note: due to new (B)(6) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient recognized that the controller changed from one power port to the other before the batteries were down to 25%. The battery was exchanged without consequence to the patient. No further information provided.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery bat213975 identified on event and will be evaluated under this complaint. Bat213975 / 1650de / manufacturing date: 01/26/2016 / expiration date: 01/31/2017 / UDI: (B)(4).

Manufacturer narrative:
(B)(4). Device available for evaluation: yes, 9/11/2017. (B)(4). Device available for evaluation: yes, 9/11/2017. (B)(4). Device available for evaluation: yes, 9/11/2017. (B)(4). Device available for evaluation: yes, 9/11/2017. (B)(4). Device available for evaluation: yes, 9/11/2017. After further review of additional information received and have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power witching events. Review of (B)(4) manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of (B)(4) log files revealed several premature switching events.  (B)(4) triggered these events. These premature switching events are most likely due to momentary disconnections between battery and controller. (B)(4) had received the smr upgrade prior to these events. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Analysis of (B)(4) revealed that the device passed visual examination and functional testing. Analysis of (B)(4) could not be performed since the devices were not returned for evaluation after several attempts to retrieve the units.  The most likely root cause of the reported event can be attributed to momentary disconnections between the batteries and controller. (B)(4) interoperability evaluation, visual inspection, actual device evaluated, analysis of data log(s), interoperability problem, quality system deficiency. (B)(4) electrical evaluation, actual device evaluated, visual inspection, analysis of data log(s), interoperability problem, quality system deficiency. (B)(4) analysis of data log(s), actual device evaluated, electrical evaluation, visual inspection, interoperability problem, electrical problem, quality system deficiency. (B)(4) visual inspection, electrical evaluation, analysis of data log(s), actual device evaluated, no failure detected, no failure detected, device operated within specification . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicates that the site plans to exchange the patient's controller at their next visit in (B)(6) 2017. The site reported that the issue could not be reproduced by manipulating the connections and that the event was not associated with any controller alarms or pump stop events. Additional system component being reported for this event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.